Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer confirmed the axsym bulk solutions were not expired, and maintenance was performed. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.